Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional analysis were performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported balloon rupture was confirmed; however the physical resistance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The tenku balloon dilation catheter is an abbott vascular manufactured device which is distributed in (B)(4) although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion in the mid right coronary artery with mild tortuosity, heavy calcification and 90% stenosis. A 3x15mm nc tenku balloon dilatation catheter (bdc) stylet/protective sheath was removed without resistance. The bdc was soaked and air aspiration was performed outside the anatomy prior to use. The bdc was advanced with slight resistance due to the target lesion; the balloon was inflated and ruptured during the third inflation up to 14 atmospheres. A loss of pressure was noted. The device was removed and an unspecified 3mm balloon catheter was used to further dilate the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.